Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited episodes of inappropriate shock since their left ventricular assist device placement. It was suspected that the lead was fractured during that procedure. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. The patient was stable throughout the procedure.